Event description:
This pt had a hemiarthroplasty and has had continued pain. They had pain with all ambulation and 24 hours a day. The knee limits all of their activities. X-rays show valgus deformity. They are overstuffed on the medical side with a hemiarthoplasty. All components were removed and replaced.